Event description:
Use of solution softened rigid gas permeable contact lenses and caused stinging and blurred vision when lenses were soaked in solution and then inserted into eyes. Required removal of lenses and rinsing of eyes to alleviate stinging. The solution has a perfumed soap odor. Printed on the bottle were the following expiration date and lot number: 2004-04 and gb2092. Printed on the carton were the following expiration date and lot number: 2004-02 and gb2076.